Event description:
Issue started on (B)(6) 2011. The customer reported an event of unexpected hemolysis during treatment. The customer was using clxecp kit lot z106/141. They were using double needle mode. At 400 ml whole blood processed, system gave red blood cell pump alarm. The customer paused the treatment. The customer noticed that tubing segment around red blood cell pump was collapsed. The customer observed pink plasma going into return bag. The customer aborted the treatment procedure. No blood was returned to the pt. The treatment was not repeated. The pt was not affected at any time. The customer added that all pts receive saline and anticoagulant solution prior to photopheresis in order to prepare the veins and prevent coagulation.

Manufacturer narrative:
The smart card was returned for eval. Smart card is not marked as used. The instrument s/n recorded onto the card is (B)(4) and the main operating software is at version (B)(4). There is a start, in double needle mode, at event #53, a red cell pump alarm at event #80 (wbp=363 ml), a blood pump error warning at event #84 (wbp=379 ml) and the abort tx button was pressed at event #90 ending treatment. Wbp was not above 400 ml unit event #87 when it was 416 ml and remained at that figure until the treatment was ended. Red cell pump alarms occur when the red blood cell pump is not modulating due to an abnormal plasma condition, such as haemolysis, the rupture of red blood cells and the release of hemoglobin into the surrounding fluid. The collapsed tubing segment around the red blood cell pump could have been caused by an occlusion on the input side of that pump and that would increase pressure in that circuit. Mechanical processing of the blood, such as that which takes place during a photopheresis treatment or, in this case, because of increased pressure in a pumping circuit, is a potential cause of haemolysis. The increased collect and return flow rates may also have contributed to the haemolysis that occurred in this treatment. Both rates were increased from 50 ml/min to 100 ml/min before the start of treatment. The lower limit for collect pressure was also reduced to from -100 mm hg to -150 mm hg. (B)(4).